Event description:
At the end of the ecc procedure, the s5 perfusion pump console and all devices attached to an ac power strip shut down. The clinician power cycled the console 3 times without success. The clinician hand cranked the pump to maintain arterial blood flow. The console was once again power cycled. The console and all the devices attached to the ac power strip functioned properly. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B) (4) manufactures the s5 console. This incident occurred in (B) (6). Sorin group USA is filing this medwatch report on behalf of sorin group (B) (4). At the end of the procedure, the pump console and all devices attached to an ac power strip shut down. The clinician power cycled the console three times without success. The clinician hand cranked the pump to maintain arterial blood flow. The console was once again power cycled. The console and all the devices attached to the ac power strip functioned properly. There was no report of patient injury. It was stated that the only common element was the module switch. The complete power supply module was replaced. The module is available for analysis. A follow-up report will be filed when the investigation is complete.